Manufacturer narrative:
Concomitant product(s): a 4592-53 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was broken. High/undefined impedance, polarity switch, and noise was noted. The lead remains in use, but a revision procedure will be scheduled. No patient complications have been reported as a result of this event.